Event description:
The physician attempted to detach the coil; however he noticed that the proximal part of the delivery wire was broken. So he removed the coil. There were no consequences or impact to the patient.

Event description:
The physician attempted to detach the coil; however he noticed that the proximal part of the delivery wire was broken so he removed the coil. There were no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the delivery wire was kinked at 43 cm from the proximal end. The proximal contact was not attached to the delivery wire. The main coil was noted to be stretched and kinked at the proximal part. The main junction was bent. The reported issues of delivery wire broken was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.